Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via pump logs generated on 14-sep-2020. Pump delivering lioresal (500 mcg/ml at 52.87 mcg/day) and ¿critical alarm - pump motor stall occurred¿ on 12-nov-2019 at 10:43 am and ¿pump motor stall recovery¿ on 12-nov-2019 11:21 am.